Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they have a boston scientific nerve stimulator in the same location as the manufacturer one and there was some reverberating between the two. The patient stated they have an appointment to meet with the boston scientific programmers on monday to change the program so they don't need to focus on the nerves and they think the pain and the hitching that they were having will go away once that happens. The patient said they finally got their bowel movements down and were going every day which was great and they have not had any accidents in the bowel part which was the bladder part was way better and they were not using the medicine anymore so they were getting up 3 times a night to go to the restroom but they were able to fall right back to sleep where before the device they were up one night they got up like 14 times. The patient was redirected to their healthcare provider (hcp) to further a ddress the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Coding update. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.